Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site medical engineering representative reported their navigation system was loosing power. In trouble-shooting, they changed the navigation system plug due to damage on the original moulded type. Also found the live wire to be loose causing this to arc over, hence causing intermittent power shortages. All connections were tightened. Navigation system fully tested ok. There was no patient present when this issue was identified.